Manufacturer narrative:
(B)(4): the customer reported an inability to acquire v1. There was no negative pt impact. The device was evaluated by a philips field service engineer. The issue was isolated to the trunk cable. The ECG trunk cable was replaced to resolve the issue. The device then passed all verification testing and was returned to service.

Event description:
The customer reported an inability to acquire v1. There was no negative pt impact.